Manufacturer narrative:
The manufacturer did not receive the instrument for review. As no lot number was provided for the instrument, the instrument history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with an unknown anatomical shoulder on the left side on (B)(6) 2014. During implantation of the anatomical shoulder glenoid, a glenoid bone fracture occurred. It is mentioned in the surgical report that the used glenoid reamer (exact catalog number unknown) unfortunately caused the bone fracture. It was reported later (on (B)(6) 2014) that it was a small portion of glenoid and did not affect implant stability.